Event description:
Explanting physician reported left side extracapsular rupture. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side extracapsular rupture. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed one opening assessed as fold flow opening. As per the investigation procedure creases, wear abrasion and particles were observed. None of the observations are found to be potentially related to the manufacturing process.